Event description:
Caller reported a malfunction in the tandem pump, identified by malfunction code 199, which indicated an issue with the device. This malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. In response, cts arranged for a pump replacement and instructed the caller on backup insulin delivery using mdi. Instructions were also provided for putting the pump into storage mode before returning it with a pre-paid label within 10 days, which the caller understood and acknowledged.